Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro 2 tip was broken. The insulation tip protector of the device was broken exposing the metal. The procedure was completed with a new device. No harm to the patient as no patient was involved.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/29/2022. An investigation was conducted on 08/31/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The cannula and c-ring were observed to be intact with no visual defects. A microscopic inspection was conducted. The clear silicone insulation was observed to be peeled off the tip of the cold jaw, exposing the metal tip. The silicone on the hot jaw and the heater wire were observed to be intact with no visual defects. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.